Manufacturer narrative:
An arjo representative inspected the device. Upon inspection, it was found that the bed frame was broken at the head connection point to the middle frame. No other malfunctions of the bed were reported. The photographic evidence provided confirmed that the backrest hinge broke into two pieces. The broken parts were replaced. The issue was consulted with the arjo product engineer who advised that the wear of the hinge components is the most probable root cause as the device was almost 17 years old based on the manufacturing date. Based on the collected information it was determined that the component failure probably caused by normal wear of the part is the most likely root cause of the issue. Arjo device failed to meet its performance specification since a damaged component was observed. This complaint is deemed reportable due to an allegation of hinge breakage during use with the patient. No injury occurred as an outcome of the claimed malfunction. The UDI number is not available as the device was manufactured before UDI implementation.

Event description:
Arjo received a customer complaint for an enterprise 9000 bed. According to the information received a patient was on the enterprise 9000 bed when hinge became broken. As a result, the patient did not sustain any injuries.